Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the bursitis and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received and were reviewed: doi: (B)(6) 2018: patient received a left pfc sigma tka to treat pain and disability secondary to end-stage osteoarthritis with varus deformity. The surgeon notes there was extensive bone-on-bone degeneration of the medial compartment. The patella was resurfaced and depuy cement x 2 was utilized. After definitive implantation, the surgeon notes there was 1-2 mm flexion and extension laxity in varus/valgus stress, which the surgeon deemed stable for this patient due to her super morbid obesity and extensive joint degeneration. The procedure was completed without complications. Dor: (B)(6) 2018 (this procedure is captured on (B)(4)): patient received a left knee I & d with insert exchange and antibiotic pellet placement to treat pain, swelling, fever, chills, bursitis, and synovitis secondary to acute heterogenous sepsis of the left knee. Pathology confirmed the presence of an mssa infection. Upon entering the joint, the surgeon identified and excised prepatellar bursitis and periarticular synovitis. There was no reported product problem with the explanted tibial insert. There was no indication of product defect or revision of the patella, femoral component, and tibial tray. The patient was revised with a pfc sigma 12.5 mm curved axo polyethylene insert. The surgeon notes that the patient has 1-2 mm flexion and extension laxity in varus/valgus stress that is stable for this patient¿s anatomy and obesity. The procedure was completed without complications. The patient was placed on long-term antibiotic suppression therapy. Clinic note dated (B)(6) 2020: patient reports pain, swelling, warmth, and redness of the left knee. Physical exam confirms the patient report. X-ray reveals some uptake in the femoral and tibial areas and no change to the patient¿s extensive medial compartment arthrosis. Knee aspiration and blood draws were performed. The patient¿s crp was elevated to 3.9 and aspirate wbcs at 59,000. The surgeon determines that the patient is experiencing an infection flare-up and places the patient on IV antibiotics. The physician will monitor to determine if revision surgery is necessary. Doi: (B)(6) 2018, dor (insert exchange) (B)(6) 2018, doe (IV antibiotics) (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.